Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that left ventricular (lv) lead was an attempted implant due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported. Additional information indicated that the lead was attempted due the lv sheath failed to slit completely and the lead was lodged in the partially cut sheath. In addition, the outer insulation of the lead was damaged.